Event description:
The subject underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014. Following successful deployment of the aortic body and iliac limb devices, the final angiogram revealed the presence of a type ia endoleak, which did not resolve with the use of an angioplasty balloon or the placement of a stent in the seal zone. According to pre-procedure imaging, the aortic diameter was on the larger end of the treatment range and thrombus was present from mid-aneurysm to the native bifurcation. As of the date of this report, the patient continues to be monitored and there has been no re-intervention; the patient is asymptomatic with no adverse sequelae.

Manufacturer narrative:
Device remains implanted.